Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11266r18, implanted:(B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a pump motor gear train anomaly involving a stall due to shaft/bearing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a nurse. A surgeon stated the pump was not delivering the correct dose of medication. There was a device malfunction in that the device did not do what it was supposed to. The event date was listed as (B)(6) 2015. The patient presented with symptoms suggestive of baclofen withdrawal specified as confusion and altered mental status. See attached user facility medwatch

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a consumer regarding a patient who was receiving baclofen and morphine (unknown concentration, dose and lot number) via an implantable pump. Indication for use was intractable spasticity. The patient was diabetic, had one eye, and was in a wheelchair. The date of the event was (B)(6) 2015. It was reported that in (B)(6) 2015 the pump overdosed the patient with morphine and baclofen. The patient was "rushed to the hospital." The patient did not know who they were or where they were. The patient waited two days before a healthcare provider was found to come in and change the pump. Additional information was received from a healthcare provider. The pump was delivering hydromorphone 1 mg/ml; 0.32 mg/day start date (B)(6) 2015 to ongoing, compounded baclofen 2000mcg/ml;644.6 mcg/day start date unknown to ongoing, clonidine 100 mcg/ml; 32.23 mcg/day start date unknown to ongoing. Medical history includes asthma carpal tunnel, chronic obstructive pulmonary disease, thyroid disease, artificial right eye, neuropathy, spinal cord injury 2001 and an allergy to codeine. Troubleshooting related to the overdose was the pump was interrogated and a motor stall had occurred. Per hcp, no overdose was noted; no overdose was documented. The pump was replaced (B)(6) 2015. Medications the patient was taking include: advair diskus (fluticasone salmeterol) 250-50 mcg/dose inhalation start date (B)(6) 2014; baclofen 10 mg tablet oral start date (B)(6) 2014; baza protect cream topical (dimethicone-zinc oxide) start date (B)(6) 2014; buspirone 10 mg tablet oral start date (B)(6) 2014; calcium 600+d (3) 600 mg (1500 mg) 400 unit (calcium carbonate-vitamin d3) tablet oral start date (B)(6) 2014; certirizine 1mg/ml solution oral start date (B)(6) 2015; certirizine 10 mg tablet oral, start date (B)(6) 2015; clindamycin hcl 300 mg capsule oral, start date (B)(6) 2015; combivent respimat 20-100 mcg/actuation, aerosol inhalation, start date (B)(6) 2014; divalproex 125 mg tablet delayed release (dr/ec) oral start date (B)(6) 2015; dok (docusate sodium) 100 mg capsule, oral start date (B)(6) 2014; duloxetine 30 mg capsule delayed release (dr/ec) oral start date (B)(6) 2015; erythromycin 5 mg/gram (0.5%) ointment ophthalmic start date (B)(6) 2014; escitalopram oxalate 20 mg tablet oral start date (B)(6) 2014 famotidine 20 mg tablet oral start date (B)(6) 2015 ferrous sulfate 325 mg (65 mg iron) tablet oral start date (B)(6) 2014; flavoxate 100 mg tablet oral start date (B)(6) 2015; fluticasone 50 mcg actuation spray suspension nasal, start date (B)(6) 2014; humalog (insulin lispro)100 unit/ml solution subcutaneous start date (B)(6) 2014; lantus (insulin glargine) 100 unit/ml solution subcutaneous start date (B)(6) 2014; levofloxacin 500 mg tablet oral, start date (B)(6) 2014; levothyroxine 75 mcg tablet oral, start date (B)(6) 2015; lidocaine viscous 2% solution (lidocaine hcl) mucous membrane start date (B)(6) 2014; naproxen 500 mg tablet oral start date (B)(6) 2014; omeprazole 20 mg capsule delayed release (dr/ec) oral start date (B)(6) 2014 oxybutynin chloride 5 mg tablet oral start date (B)(6) 2015 prednisone 10 mg tablet oral start date (B)(6) 2015 proair hfa(albuterol sulfate) 90 mcg/actuation hfa aerosol inhaler inhalation start date (B)(6) 2014 quetiapine 50 mg tablet oral start date (B)(6) 2015 senna (sennosides) 8.6 mg tablet oral start date (B)(6) 2014; sertraline 100 mg tablet oral start date (B)(6) 2014 silver sulfadiazine 1% cream topical start date (B)(6) 2014 sulcralfate 1 gram tablet oral start date (B)(6) 2014 tolterodine 2 mg capsule extended release 24 hour oral start date (B)(6) 2014 toviaz (fesoterodine) 8 mg extended release 24 hour oral start date (B)(6) 2014 trazodone 150 mg tablet oral start date (B)(6) 2015 zinc oxide 20 % ointment topical start date (B)(6) 2014 zolpidem 10 mg tablet oral start date (B)(6) 2015 claritin (loratadine) 10 mg tablet oral once a day as needed start date (B)(6) 2014 diazepam 5 mg tablet oral once a day as needed start date (B)(6) 2016 eszopiclone 3 mg tablet oral; one tablet at bedtime as needed start date (B)(6) 2015 lactulose 10 gram/15 ml solution 15 ml three times a day (every 8 hours) as needed start date (B)(6) 2014; percocet (oxycodone-acetaminophen) 7.5-325 mg tablet oral every 8 hours as needed start date (B)(6) 2016; pantoprazole delayed release (dr/ec)40 mg tablet oral once a day as needed start date (B)(6) 2014; vesicare (solifenacin) 5 mg tablet oral once a day as needed start date (B)(6) 2014.

Event description:
It was reported that the patient heard the pump beeping and started having withdrawal symptoms, so he went to the emergency room (ER). The pump logs showed a motor stall on (B)(6) 2015 around 13:00 with a motor stall recovery on (B)(6) 2015 around 17:00. The patient was given oral baclofen. It was later reported that the patient checked into the hospital for pump problems. On (B)(6) 2015, a new pump was implanted. The pump was replaced even though a recovery had occurred as it was likely another stall would occur. The cause of the motor stall was not determined. The patient had not recently had a magnetic resonance imaging (MRI). The type of medication being delivered via the device system was hydromorphone, clonidine and baclofen. If additional information becomes available, a follow-up report will be submitted.